Event description:
During an atrial fibrillation ablation, lead ii on merge flat, hear rate (hr) reading zero from time leads placed on patient. It came back on, off again, and remained off for the rest of the case. Backup hemodynamics on anesthesia monitor, no harm to patient.